Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger, being used during an intravenous infusion of a radiopharmaceutical (lutetium 177). The radiopharmaceutical was in a 100ml bag attached to a "chemo lock" secondary set which was attached to the primary line when the infusion was started. Approximately 5 minutes later it was noted that the 100ml bag, which was supposed to be infused over 1 hour, was completely empty. The entire contents of the bag were on the floor, leaving a large radiation spill. The patient unfortunately was not be able to receive treatment that day. There was patient involvement however no harm. This captures the first of two events.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was provided and evaluated. The image showed a cl3951 admin set with an arrow pointing at the connection of the spiros and male luer adaptor. No visible damage or anomalies were identified. The DHR for lot number 5558857 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information provided. Additional information: d9.